Event description:
The customer's father reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 401 mg/dl. The father stated that the customer was vomiting prior to the event. The father stated that the customer had received a replacement insulin pump, which he and his wife did not set up correctly, leading to the customer's high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.